Manufacturer narrative:
The device was subsequently removed from service and replaced nine months after the initial observations were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller that the clinical observations are suspected to be due to a high pacing impedance measurement which can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. Testing and reprogramming options were discussed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had undergone a coronary artery bypass graft (CABG) procedure and it is suspected that the atrial lead was damaged at that time. Atrial pacing impedance measurements have shown an occasional increase and atrial tachycardia response (atr) episodes are present upon review with pacing inhibition. No adverse patient effects were reported.